Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while attempting to prepare multiple cartridges during the loading sequence, continuous air was removed using the syringe. There was no reported adverse impact to customer's blood glucose. Reportedly, customer used a cartridge from another box to resolve the issue.